Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon insertion the sheath buckled. As a result, a new dilator/sheath introducer was used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath/dilator assembly. The sheath tip was damaged and the sheath body was kinked or buckled at 1.2 cm from the tip. Microscopic examination of the sheath revealed that the tip edge is pushed back and flared, creating a petal like shape on one side. The dilator body and tip were found to be curved. This type of damage indicates that significant resistance was met during insertion. A pin gage was inserted through the dilator body and no occlusions were found. A review of manufacturing records did not yield any relevant findings. The provided instructions provide insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.